Manufacturer narrative:
Date of event: unknown, used the first date of the aware month.

Event description:
It was reported that the patient experienced a surgical procedure to reimplant an inflatable penile prosthesis(ipp) after having the device previously explanted in the spring of 2019 due to an infection near the scrotum. The patient was given antibiotics to treat the infection. A tactra device was implanted. A patient outcome of fully recovered was reported.